Event description:
Stent was takne off it's ballon, cut in half at articulation point, remounted on proximal platinum marker on balloon. It was crimped in place by hand, placed back within protective sleeve and then placed into position in origin of right coronary artery. When in proper position balloon was inflated however it broke at 4 atmospheres failing to deploy stent. Attempts were made to bring stent and balloon back into guiding catheter but this could not be accomplished. Guiding catheter and balloon were then drawn back into sheath & with increasing traction, balloon riped in half. Distal portion of balloon with its attached platinum marker remained within sheath presumably or at its end. Stent was not recovered.